Event description:
Caller reported that pump malfunction occurred with a malfunction code displayed as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller with the reset, after which the malfunction code did not recur. Customer was advised to continue using the pump and to call back if the issue arises again.